Manufacturer narrative:
A company service rep examined the system. The supervisor and two cables were replaced and was sent for in-house evaluation. The system was then tested and met all product specifications. The customer's complaint history was reviewed and no similar additional reports were received. Subsequent complaints have been opened for this system. The device history records were reviewed. The lots were released based on the company's acceptance criteria. The system was received and an in-house evaluation was completed. The returned supervisor and both cable assemblies were visually inspected and no damage was found. The reported issue, "system shut down during a procedure" and system message does not represent a related issue that was caused by the returned parts. The supervisor module containing the supervisor pcb has been updated. The new version helps reduce instances of system messages. The root cause cannot be determined in this investigation. An internal investigation has been opened to investigate this issue. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "eye went soft" (intraocular pressure, delayed, uncontrolled). Product problem: "system shut down" (power, loss of); "system message" (device displays error message). A nurse reported the system shut down without any system message codes or warning. The eye went soft, but was reinflated with no further issue to the pt. After rebooting the system, a system message was displayed. Rebooting did not clear this message. The infusion screen was shut off, and the case completed.